Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 500 mg/dl. Customer treated their high blood glucose via manual injections. Customer advised they woke up with a lot of blood coming out of their infusion set. Customer advised they changed the infusion set, then they realized the reservoir was wet and finally they turned the insulin pump over and realized it was wet as well. Troubleshooting for fluid inside the insulin pump was performed. Customer's alarm history showed low reservoir and low battery. Customer performed and passed the self-test after replacing the battery on the insulin pump. Customer was advised to monitor the insulin pump.